Event description:
The device was used during a laparoscopic rectum procedure. Reportedly a component disengaged from the instrument into the pt's cavity. After the surgery, an x-ray confirmed the presence of the component still in the pt's cavity. The hospital reported in the surgeon's view, the pt is not in any serious situation.